Event description:
Customer reported a neonatal ICU pt had a microbore tubing leak that allowed blood to back up in the tubing. There was no pt harm or medical intervention reported. Customer stated that no further pt/event info is available at this time.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.